Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump was not beeping or vibrating for several months. Troubleshooting was performed. Te customer stated that the self test passed, but the device does not beep or vibrate during tone test or vibrate test. No further information was provided.